Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:analysis of the returned device identified: opening crack, creases flat and opening curved on anterior. Leak test and microscopic analysis was performed which identified: opening crack, striated opening on anterior, wear abrasion and white particles inner device. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.